Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer stated the pump depleted from 100% and the pump shut off due to insufficient power. Customer reported blood glucose level was 150 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received